Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a left side rupture diagnosed by ultrasound. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified the device was broken shell, missing shell and flat creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken sharp and broken/opening striated. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a striated edge broken in the side anterior assessed as surgical damage. One opening striated in the side anterior assessed as surgical damage. One sharp edge broken in the side posterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Physician reported a left side rupture diagnosed by ultrasound. Device has been explanted.